Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was a loss of aspiration followed by debris embolization. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the lower extremity. During use inside the patient's body, the device lost aspiration and debris went downstream. Two other jetstream devices of different sizes were used to complete the case. However, they were unsuccessful in removing all of the debris. Prior to the procedure, the patient was already scheduled for a transmet amputation to remove part of the foot due to the lack of blood flow down the femoral artery which was the only artery down the leg. The patient was going to need a below the knee amputation after the procedure. The patient was sick and the amputation would be necessary regardless.